Event description:
The complainant stated that the bed would lock into the brake position but if the bed was pushed on it would pop back into neutral. He performed a caster adjustment but is still having the same issue.